Event description:
It was reported that the patient was diagnosed with fluid leakage from his ear after receiving his implant. The patient underwent re exploration surgery on (B)(6) 2013. The patient developed an infection at the implant site and the internal device was partially extruded. The device was explanted. The patient is being monitored.